Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. Customer was reseating the da board and had questions about the transducers. Advised customer that the one with the port pointing to the left is the barometric pressure transducer. Advised customer to order krytox and lubricate the orings. Customer verified that the oring is in the end of the test adapter. Customer bypassed the internal exhalation port and the unit continued to fail the leak test. Customer plugged the blower boot to isolate the outlet of the unit and the leak continued. Advised customer to replace the tubing kit and the patient outlet. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator was failing system leak test. The ventilator was not in use on a patient at the time of the event occurred.